Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer's pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.